Event description:
Customer reported over half a cartridge of insulin leaked into the infusion device on (B)(6) 2015. The infusion device displayed several e10 cartridge errors throughout the next week, and her blood glucose elevated to the 300-400 mg/dl range. On (B)(6) 2015 around 2:30 p.m., the customer lost consciousness. Her husband contacted the paramedics on (B)(6) 2015 at 12:00 a.m., and she was transported to the hospital. Her blood glucose was 1200 mg/dl at the hospital, and she was diagnosed with diabetic ketoacidosis, admitted to the intensive care unit, and placed on life support. She was treated with insulin via IV. She regained consciousness in the morning on (B)(6) 2015 and was discharged from the hospital on (B)(6) 2015. She believes the e10 errors, which resulted from the leaky cartridge, prevented her from getting insulin. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.